Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal vhd kit size 1 was deployed. Nine days post deployment, the patient presented at the hospital complaining of increased swelling in the right groin. No obvious purulent drainage was noted. A small pseudoaneurysm with a fluid filled non vascular area adjacent to it was detected. The patient was taken to surgery for a debridement and repair of the infected clot/abscess and pseudoaneurysm. The wound culture was positive for staph aureus. The patient was treated with IV antibiotics and was scheduled for discharge 2 days later. The patient will have wound dressing changes scheduled for two weeks per the physician's orders. No further complications were reported.